Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Provocative testing was performed, however, the noise could not be reproduced in-clinic. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.